Event description:
It was reported that oil from the green gas cylinder leaked onto the operator's hand. No adverse consequence alleged.

Manufacturer narrative:
It is unk if the cylinder is able to be returned at this time. If it is returned and add'l info is obtained from the eval, a f/u MDR will be filed.